Event description:
Caller states the pt tested 5.6 inr on the coaguchek s system and 3.9 inr on a comparison lab. No action taken on device result. No adverse event reported. Requested return of suspect system and replacement sent.